Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2020 due to hyperglycemia with blood glucose level of 800 mg/dl. Customer was treated with humalog to cover meals to cover nph to cover basal. Customer experienced symptoms such as cough and frequent urination related to high blood glucose level. Customer declined to perform a carelink upload. The insulin pump will not be returned for analysis.